Event description:
The physician was performing a pseudocyst drainage using a gi aspiration needle and a duodenoscope. Following insertion of the needle into the pseudocyst, the needle detached from the catheter remaining in the pt. The needle was immediately retrieved with biopsy forceps successfully. No further complications occurred and the pt is reported to be in good condition. The intended use is for submucosal aspiration of the gastrointestinal tract. In addition, this device is only compatible with a forward viewing endoscope.